Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that communication err b30 was displayed on the screen due to a faulty cable unit. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ch-s190-08-lb, hd camera head to olympus for repair due to a report that the device was "not working properly." As reported to olympus, the problem was first identified during maintenance and testing of the device. There was no patient injury that occurred, associated with the reported problem. Upon inspection and testing of the returned device, it was determined that a b30 communication error was generated. This report is submitted for the malfunction of b30 error. As this was found during in-house service, there was no patient involvement.